Event description:
The manufacturer received information alleging a ventilator service required alarm occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was evaluated by the manufacturer bench service center, and the customer¿s complaint was confirmed. During the evaluation an error code in relation to (o2 pressure sensor railed to maximum negative value) was observed in the device event log. In addition, it was noted that the device failed an obm electrical verification: o2 pressure (raw) test step and failed circuit calibration. In conclusion, the device's trilogy evo oxygen blender module assembly and 3 way solenoid valve need to be replaced to address the issue. Additionally, unrelated to the reported malfunctions the internal flow verification: negative flow: measured vt is barely passing and likely to fail soon, therefore the technician recommends preventatively replacing the machine flow sensor. The system board tubing will be replaced due to contamination. The software version 1.05.06.00, will be upgraded to 1.05.10.00. The system does not meet the specification for the performed service and is not returned to use and is pending entitlement for repairs. If additional information becomes available, a supplemental report will be filed.